Manufacturer narrative:
Corrected information: d9, h3. Investigation ¿ evaluation: as reported, during a bladder stone removal procedure, the user found out that the basket wire of a ncircle tipless stone extractor was broken. The user changed to a same type device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. Device was returned in an open package with label. Upon inspection no damage to the device was noticed. Basket had a broken wire coming from distal end of sheath. Additionally, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other related complaints from the lot had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precautions: the device is conductive. Avoid contact with any electrified instrument. · enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1 - name and address: line 2: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a bladder stone removal procedure, the user found out that the basket wire of a ncircle tipless stone extractor was broken. The user changed to a same type device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.